Event description:
Unsafe insulin infusion sets for medtronic minimed insulin pumps were shipped to pt. Medtronic minimed paradigm "quick-set plus" infusion sets have recently replaced the co's original "quick-set" infusion sets. The new infusion sets have multiple design flaws and manufacturing defects which have caused pt's blood sugar to become dangerously elevated while using this new product. When co was notified pt was told that the old sets are no longer manufactured, and that this is a "new and improved" version of the infusion set. Yesterday their blood sugar rose to over 500 mg, with ketones positive, when the silicone catheter which supplies the insulin kinked under their skin. This could easily have required hospitalization. This has happened each time pt has tried to use this new product since receiving their order of them approximately two weeks ago. Pt has been an insulin pump user for over a year and has had excellent results with the infusion set that they've discontinued. The current product is unsafe and could easily cause the user to end up hospitalized with diabetic ketoacidosis.